Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge leaked insulin from an undefined area as the customer was not certain of location. Customer reportedly added insulin to cartridge the day before loading into pump. Customer loaded a new cartridge to address the issue. There was no adverse impact to customer's blood glucose level.